Event description:
It was reported that the healthcare professional (hcp) inquired if this pacemaker was included in any product advisories due to concerns regarding the battery status, which indicated a lifespan of five years despite being relatively new. Latitude data from a transmission three months ago showed a battery estimate of 5.5 years. The hcp also stated that after lowering the output levels, the battery status improved to six years. A battery longevity calculator was run using the programmed output settings from the time of implant. This device was not included in any product advisory. A request was made to analyze new latitude data from this device. To date, this device remains in service. No adverse patient effects were reported.